Event description:
A customer contacted baxter's (B)(4) to report a supply bag falling off the table while on the homechoice (hc) machine during dwell 3 of 4. The caregiver (cg) stated the supply bag fell off the table and disconnected. The cg hurried up to shut the hc off and then called baxter. The cg stated she would do a manual drain on the home patient (hp) instead of starting all over again. The tsr explained to the cg to call the peritoneal dialysis (pd) registered nurse (rn) to advise and then assisted the cg to cycle the power off and on, end therapy, take the set out, and cycle the power off. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the cg on (B)(6) 2010. The cg stated that the bag just fell off the bureau and disconnected and no defects were noticed with the cassette or bag. The cg discarded the setup and the hp did a manual exchange the next morning instead of starting over with new supplies. They told the clinic about the incident. The incident has not re-occurred. The hp has been continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.